Event description:
User facility states that a device was plugged into the console and was not recognized. Then when other devices were inserted into the console they become hot. There was no report of injury to pt or user.